Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call calibration error alert and keypad anomaly. Customer blood glucose level was 93 mg/dl. Troubleshooting for the calibration error alert was performed. Customer was unable to turn off the sensor in order to perform test plug procedure because they had keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The keypad connector found closed properly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip. The insulin pump communicated properly with glucose sensor simulator and minilink transmitter. No sensor anomaly noted.